Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high thresholds and high out of range pacing impedance measurements on the right ventricular (rv) lead measuring greater than 2000 ohms. It was noted the impedances had fluctuated from high to low. The physician suspected clavicular crush, however, it wasn't confirmed. The rv lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.